Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood was also found on the helix.

Event description:
It was reported during the implant procedure that the right ventricle lead failed to pace/sense. It was also noted that the helix would no longer extend and retract after a dozen of so repositionings. The lead was not implanted. There were no patient complications reported.